Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, 1 opening assessed, as fold flow opening. As per the investigation procedure: creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Event description:
.Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e.1. Phone number: +(B)(6) fax number: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.